Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an open heart surgery and the right atrial lead dislodged twice during the procedure, the lead was explanted and replaced. The patient was noted to be in stable condition post surgery.